Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly. Unit properly connected to the guardian link 3 and green test plug. Unit properly received bg readings from the contour next bg meter. No communication anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was unable to connect to both transmitter and blood glucose meter. Customer's blood glucose level was unknown at the time of incident. Customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.